Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 480 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised they had issues for a week period, they would bolus several times a day but their blood glucose remained high. Customer was advised that the insulin pump running out of insulin indicated the patient received insulin since the device did not leak. Customer believed the insulin type needed to be changed and agreed to call back to complete the troubleshooting process.